Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer swap out the power management board and the user interface module to isolate the failure. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared a primary alarm failure error code. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date rec'd by MFR: 29may19. Date of report: 6jun19. It was reported that the unit declared a primary alarm failure. There was no patient harm reported. The customer replaced the power overlay and power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.